Event description:
The customer reported to baxter healthcare corporate product surveillance one clearlink system y-type blood/solution set in which the spike separated from the tubing after spiking a blood bag when the nurse went to unclamp the line during setup, resulting in some blood being spilled onto the gown of the post operative cardiac surgery patient for whom the blood was intended. Per the report the event occurred in the "4b unit" and the clinician was also exposed to the blood. There is patient involvement; however, no injury is reported. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.